Manufacturer narrative:
H6 (conclusions) and (other) - first, during this examination high sar values were used and the cables of the mr coil incorrectly crossed through the magnet's bore. Further, insufficient distance was kept between pt and the cable. These 2 circumstances may well lead to unpredictable rf interference and a rf burn. The fact that the cable of the flex-m may heat up in certain circumstances is known and warnings have been communicated to the sites. The current operators seem unaware of these warnings. After the event the phillips' clinical specialist spent a minimum of 2 hrs of safety training time with the operators and sent a safety checklist to the site.

Event description:
Pt was having a mr scan. When scanning the shoulder with the mr coil, pt complained of "feeling touched by a hot pipe." The technologist stopped scanning, removed the pt from the magnet, and found the cable from 1 side of the mr coil to connection box was extremely hot. The technologist then isolated the coil cable from the pt using towels and the study was completed. The pt was treated in the emergency dept for a burn with a blister, roughly 5cm x 3 cm, on the left forearm.